Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. (B)(4).

Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 1. 6.5 mmol/l (compact plus system) and hi (result > 33.3 mmol/l) mobile system 2. 3.8 mmol/l (compact plus system) and hi (result > 33.3 mmol/l) mobile system 3. 8.4 mmol/l (compact plus system) and hi (result > 33.3 mmol/l) mobile system sets of results were obtained on different days. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, customer indicated they would not be returning the products.